Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of 7 mmol/l. The customer reported a no delivery alarm from the insulin pump during rewind and bolus. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, prime/a33 and no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.